Manufacturer narrative:
The insulin pump received with intermittent up button response due to corroded keypad traces. No button error alarm noted during testing. No moisture damage inside insulin pump noted. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to insulin pump being in clothing and accidentally washed in the washer. Customer reported that as a result, all buttons were not responding and a button error alarm was received. Customer's blood glucose was 86 mg/dl. Customer was advised that insulin pump would need to be replaced.